Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The bhr cup and synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. As no device batch numbers were provided for investigation, a manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The available medical documents were reviewed. The revision operative report documents; ¿there was no visible damage to the articular surface of the femoral head, but there was some corrosion debris within the taper junction. There was a minimal amount of corrosive change on the trunnion. A small amount of black debris was removed with a knife blade and the trunnion was freshened up with a bovie scratch pad. There was no material loss on the trunnion. The birmingham acetabular component was well positioned, had no surface wear evident that and had no motion detectable.¿ in conclusion, the clinical information provided, of the elevated metal ion levels and pain, may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. Further, it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
In (B)(6) 2018 patient reported idiopathic right hip pain. Patient incurred multiple falls in 2018 and suffered a nondisplaced right hip fracture in (B)(6) 2018. Right total hip revision with placement of a dual mobility head performed.